Manufacturer narrative:
This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.

Manufacturer narrative:
This complaint was identified during a retrospective complaint review as meeting the criteria for an MDR and will be submitted to the FDA. This report is being submitted outside the prescribed reporting time period. (B)(4). The carefusion technical support specialist in conjunction with the distributor in mexico determined that the most likely cause of the reported event was a malfunctioning user interface module (uim). Carefusion issued a return goods authorization (rga) number to the distributor in mexico for the return of the alleged faulty user interface module (uim) for evaluation. As of the (B)(6) 2015 the alleged faulty user interface module (uim) has not been received.

Event description:
The distributor in mexico initially reported that after upgrading the device's software the device's user interface module does not power up. They reported that the device was not on a patient when the issue occurred. The distributor in mexico later clarified the issue and reported that the device's user interface module did power up normally after upgrading the device's software and that the issue showed up after a while and not immediately after downloading software as originally reported.